Event description:
Triple lumen central line catheter kit was being used and when trying to pass catheter over wire, would pass. Wire was broken and barbed causing surgeon to make an incision of approximately one inch to remove wire. Diagnosis or reason for use: wire broke during insertion.